Event description:
It was reported to boston scientific corporation that during a posterior rectocele repair using a pinnacle posterior pelvic floor repair kit, the physician threw the first leg assembly through the patient's left sacrospinous ligament. As the physician was pulling the leg assembly with the capio device through the ligament, the needle, with approximately three inches of suture, detached. The suture and needle were reportedly captured inside the capio cage and did not fall inside the patient. The physician removed the pinnacle mesh from the patient and completed procedure with another pinnacle posterior pelvic floor repair kit. There were no complications to the patient, who is reportedly fine and over 18 years of age.

Manufacturer narrative:
Component code 3114 relates to device code 1104 for suture detachment.